Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 288 mg/dl and a correction bolus was delivered. During pump system check with tandem technical support (cts), an air bubble was observed in the tubing. Cts instructed the customer to prime the bubble out. Customer's bg was lowering during call with cts.